Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mega suturecut needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. Per an instrument log review, the instrument was last used on (B)(6) 2021 on system (B)(4). The mega suturecut needle driver had 14 uses remaining after the use. The instrument has maximum of 15 lives. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the tip of the mega suturecut needle driver fell inside the patient. Although the broken piece was retrieved, and no patient harm, adverse outcome or injury was reported, if the failure were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted hiatal hernia surgical procedure, while suturing hiatus, the tip of the mega suturecut needle driver instrument broke off inside the patient. The surgeon was able to remove the piece with a spare instrument. The site was completing the procedure with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon was reportedly suturing tissue when the instrument broke. The instrument was inspected prior to use (no damage was noted) and was in use for about 15 minutes when the issue occurred. The mega suturecut needle driver instrument did not collide with other instruments or other hard materials. The broken piece was retrieved with a 5mm grasper. It was confirmed that all pieces were retrieved. No additional surgical procedure was needed to remove fragments. No post-operative test like an x-ray or ultrasound were performed to check for the remaining fragments. The surgeon did not know what the cause of the instrument breakage was. There was no functionality issue noted on the instrument during the instrument use. The instrument was not removed prior to the breakage. The patient has not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No image or video recordings are available for review. No patient-related information was available.